Manufacturer narrative:
Additional information was received on 16-dec-2025. After drainage was performed during the procedure, the patient returned to the ward. On the day of the procedure, emergency thoracotomy was performed to achieve hemostasis. Subsequently, on (B)(6) 2025, a repeat ablation for premature ventricular contractions was performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31620943l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) cardiac ablation procedure with a thermocool smarttouch sf catheter and a vizigo sheath and suffered a cardiac tamponade which required drainage, thoracotomy and prolonged hospitalization. During the procedure for premature ventricular contraction (pvc) originating in the right ventricular outflow tract (rvot), while maneuvering the thermocool smarttouch sf catheter, a cardiac tamponade occurred. The event occurred while exploring after the catheter was inserted from the right atrium (ra) into the right ventricle (rv). Drainage was performed, and the patient¿s vitals improved. The rest of the procedure was performed using ablaze catheter (japan lifeline). No extended hospitalization. The relationship with the product was causal. The physician's opinion on the relationship between the event and the product was that when attempting to access the rvot with the vizigo sheath and the thermocool smarttouch sf catheter, cardiac tamponade might have occurred at the lesion where the contact force became high. The coloring setting for visitag was tag index. No abnormalities were observed prior/during use of the product. Additional information was received on 11-nov-2025. The outcome of the adverse event was improved. The energy source used when the adverse event occurred was radio frequency (rf) energy. Additional information was received on 18-nov-2025. The outcome of the adverse event was on the day of the procedure, thoracotomy was performed to achieve hemostasis. The patient's current condition was unknown. The patient required extended hospitalization. The adverse event was assessed as MDR reportable under both the thermocool smarttouch sf catheter and the vizigo sheath.